Event description:
It was reported that the customer's insulin pump had a crack on the top right-hand corner of the display screen. The insulin pump was reportedly never dropped. The customer's blood glucose was 4.6 mmol/l. Nothing further was reported.

Manufacturer narrative:
Insulin pump had a cracked display window, cracked case on display window corner, minor scratches on display window, scratched reservoir tube window and cracked reservoir tube lip. No damage noted on lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.